Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab not fully unwrapping". Additional informaiton states that the iab catheter "unwrapped itself". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "iab not fully unwrapping" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab not fully unwrapping". Additional informaiton states that the iab catheter "unwrapped itself". The patient's current condition is reported as "fine".